Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event include improper bone preparation, leveraging the screw during insertion, or over-insertion. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Other: part discarded by facility.

Event description:
It was reported that during insertion of a lag screw, the screw was just about flush with the bone when the head popped off. Screw is not allowing for correction. Surgeon tried to remove from medial side and was unsuccessful. Screw is secure. Case was completed.